Event description:
It was reported that an ilet bionic pancreas had an unresponsive touchscreen in which the device could wake but could not be unlocked despite a restart and without a screen protector in place; the customer noted possible exterior damage on the right side of the pump, and a replacement was arranged. Symptoms included no reported glycemic disturbance and no alerts or alarms. Outcomes included continued use of the customer¿s cgm with a phone or receiver while awaiting the replacement and instructions to sync data, shut down the device, and return the original unit. Investigation included remote troubleshooting with a forced restart and assessment of exterior condition. Investigation of this device revealed a touchscreen malfunction consistent with a device hardware issue of the display or front housing assembly; no software or user-related factors were identified. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touch interface.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.